Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced bleeding orally, rectally, and at the right extracorporeal membrane oxygenation (ECMO) cannulation site. It was reported that systemic heparin was withheld to address the bleeding. Reported attempts to wean the ECMO flows resulted in the patient becoming very hypotensive. Additional information noted patient care was withdrawn by the family and survival outcome at explant indicated the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.